Manufacturer narrative:
All available information indicates that this product remains in service. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) received a shock that started in a monitor only (mo) zone then went to the ventricular tachycardia (vt) zone. It was questioned how to allow detection enhancements to continue to be used. Technical services (ts) reviewed mo zone programming options. No adverse patient effects were reported.